Event description:
It was reported that during the superion indirect decompression system (ids) implant procedure, the driver broke during the placement of the implant. The drivers teeth were stuck in the implant, preventing retraction. The physician was able to remove the implant and complete the case with a new implant. The devices will not be returned for analysis, as they were disposed of by the facility. No additional adverse patient effects were reported.

Manufacturer narrative:
Correction to the initial MDR in blocks d1 and d4.

Event description:
It was reported that during the superion indirect decompression system (ids) implant procedure, the driver broke during the placement of the implant. The driver teeth were stuck in the implant, preventing retraction. The physician was able to remove the implant and complete the case with a new implant. The devices will not be returned for analysis, as they were disposed of by the facility. No additional adverse patient effects were reported.